Event description:
A malfunction was reported, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted the caller with resetting the pump, and informed the caller to contact them again if the malfunction code reappeared. The customer confirmed their understanding and continued using the pump without further issues.